Event description:
A report was received that after implanting the pt with the precision system, the leads were showing high impedances. The bsn verified that when applying pressure at lead-extension junction, the stimulation goes away. The bsn representative explained that either there is a misregistration in the extension header or insulation damage could be the cause. The physician performed a lead revision and replaced the extensions. The pt is reportedly doing well after the procedure.